Manufacturer narrative:
The other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Analysis of the catheter identified damage to the transition tube on the catheter body.

Event description:
Information was received from a manufacturer representative regarding a patient's infusion pump containing fentanyl (4000mcg/ml at 24.6mcg per day) and bupivacaine (40mg/ml at 0.246mg per day). Indications for use included malignant pain and cancer pain. The pump was returned with no information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.